Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tsb45 instrument staples malformed with a broken sound during firing, and the knife would not work either. Another instrument was used to complete the case. There was no consequence to the patient.